Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg could not communicate with the external devices shortly after the implant procedure on (B)(6) 2017. Troubleshooting could not provide resolution. As a result, the patient will undergo surgical intervention.

Event description:
Follow up information identified the patient's ipg was replaced with a new one.